Event description:
Customer reported via phone call of receiving a calibration error not being able to calibrate. During troubleshooting, alert history only showed sensor error. Customer's blood glucose was 114 mg/dl. After troubleshooting, it was found that sensor was bent and split in three pieces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specification with accurate readings. Also found the cannula bent. Unable to confirm the customer received the sensor in said condition due to the product being returned opened/used.